Event description:
It was reported that since 2007, the patient had experienced surging/fading and shocking/jolting sensations, only when her stimulation was turned on. The surging occurred more frequently when the battery was fully charged. The patient turned off her stimulator for 24 hours and did not experience either of the issues above. The surging was not associated with position or environmental changes. The patient had fallen about a year ago. The patient was in the clinic and her status was reported as good. Troubleshooting options were discussed. Approximately 3.5 weeks later, it was reported that the electrode and therapy impedances were checked (date not reported) and they were both "okay". There were no overdischarges, logged power on resets, or partly power on resets. The recharging looked "okay" (approximately 1x per month). There was no battery discharge therapy lockout and no status error bits set. All therapy groups were set at 80 hz with the patient limit adjustments disabled. See manufacturer's report # 6000153200801244. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
.